Event description:
Allergan rep rec'd a voicemail message from a health professional requesting a return kit for an explanted device to be able to return the product to allergan. No add'l info was provided. F/u findings: pfn was rec'd by allergan. Event description states: "pt came in with abdominal pain, [and was] sent for [an] esophagram. Results showed erosion. [The] band/port was removed and replaced with a new one." No info if a replacement was used. The device was returned and analyzed. The serial number of the device was not available from the surgeon.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted the shell/ring and band tubing was broken with striations consistent with surgical end cut to remove the device. Analysis also notes missing material, pulled material, and evidence of coring of the damaged port septum likely to have been caused by the use of a coring needle. Punctures and de-lamination of the belt of the band, described as surgical damage-like, appears to be damaged by a surgical tool. The tubing appears to be pulled, causing the delamination/separation. Erosion and pain are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and...port site pain."